Manufacturer narrative:
Reported event of under-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
Following implant, noise and undersensing were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.